Event description:
It was reported that: "it was reported through the attorney for the pt, as a result of a legal claim, that allegedly the pt rec'd a trident acetabular hip system. It was further alleged that, the pt is experiencing "loosening" from the system."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs. No add'l info is available at this time. The devices are not available due to the ongoing litigation.